Manufacturer narrative:
This supplemental report is being submitted to provide device evaluation information and additional information supplied by the manufacturer and the customer. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Additionally, other evaluation findings include the following: electrical contact corrosion. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): if the endoscopic images or functions are abnormal and return to normal spontaneously, the device may have already malfunctioned. Continued use of the endoscope may cause the abnormality to reoccur and the device may not return to normal. In this case, discontinue use immediately and slowly pull out the endoscope from the patient. Continued use of such a device may cause injury to the patient, bleeding, or perforation. If for some reason the endoscopic image disappears or does not return from a frozen state during an endoscopy, and you do not know how to recover the image, turn off the video system center and then turn it back on. If the endoscope still does not return to the freeze state and observation cannot be performed, immediately turn off the power to the video system center, remove the camera head from the endoscope, and slowly pull the endoscope out from the patient to discontinue use. It is extremely dangerous to leave the endoscope inserted into the patient while the image disappears or when observation is not possible, or to pump air/water, aspirate, or perform any other procedure. If various instruments are being used, withdraw them in the safest way possible before withdrawing the endoscope. Also, during the procedure, be sure to have a spare device available to avoid interruption of the procedure. The most probable cause of customer's issue was not confirmed. The most probable cause of the additional finding is cause linked to device but unable to trace more specifically. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the autoclavable camera head had horizontal lines in the image. There were no reports of patient harm or involvement.

Manufacturer narrative:
E1 facility name: (B)(6) hospital. The device was returned, and the investigation is ongoing. Follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the autoclavable camera head had horizontal lines in the image. There were no reports of patient harm or involvement.